Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the er320 reportedly malfunctioned. Another er320 device was used to complete the case. Attempting to get add'l info. There was no consequence to the pt. In 2000 the clips would not remain in the jaws when automatically loaded. Opened another device to complete the case.